Event description:
Complainant alleged that during a biomedical department's routine testing and preventative maintenance the internal handles failed to discharge. The complainant indicated that there was no patient involvement in the reported failure.